Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experiencing low blood glucose level 43 mg/dl and it treated with honey. Customer also stated that insulin pump received insulin flow block alarm and blood glucose level was 350 mg/dl. Alarm resolved by changing whole set. Customer declined troubleshooting for low and blood glucose level. Insulin pump will not be returned for analysis.